Event description:
The catheter was giving negative readings throughout the day and night. The doctor removed the catheter and rezeroed for reinsertion. Upon insertion, the catheter gave abnormally high readings (34mmhg). But the waveform was that more of an icp below 10 and the patient exhibited no signs of an icp of 34. Catheter readings dropped back down to 5mmhg, 4 hours later. The catheter was removed that day because they felt that the readings were unreliable.